Manufacturer narrative:
Insulin pump passed the displacement and self test. No unexpected iop test failure alarm anomalies noted. No unexpected watchdog timeout alarm anomalies noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple insulin pump error. Customer's blood glucose level was unknown. Customer reports they were unsure about able to clear the alarm. Customer receive unexpected restart alarm. Customer able to clear and able to rewind the insulin pump. Customer states alarm did not reoccur. The insulin pump will not be returned for analysis.